Event description:
Allegedly on or about (B)(6) 2010, while patient was standing, the component suddenly failed, gave way, and fractured causing him to fall in excruciating pain and causing him to fracture the 5th metacarpal shaft of his right hand. Revision surgery performed in (B)(6). Primary surgery in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01469, 01470, 01471. This event occurred in (B)(6).